Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis also indicated that the impedance of the superior vena cava defibrillation coil was beyond the expected upper range and that there was oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that the right ventricular (rv) lead had multiple non-sustained ventricular tachycardia (nsvt) episodes with noise. A fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.